Manufacturer narrative:
(B)(4).

Event description:
Doctor reported that he could not remove the mount from the implant after placement. Doctor removed the implant and placed another one during the same surgery.

Manufacturer narrative:
One t3® short external hex parallel walled implant was returned for inspection with an attached mount. Visual inspection revealed wear on the threaded region of the implant, and at the drive feature of the mount remains functional. The implant internal drive feature is similarly worn. A device history review was performed and no related nonconformances were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: documents reviewed: p-iis086gi rev. F 11/2015 and instsm rev d 02/16. Information identified: pick-up and delivery of implant: care must be taken when inserting the implant placement driver tip into the implant. A very low rpm must be used as you approach the internal connection of the implant with the driver tip to properly align the internal hex of the implant with the external hex of the driver. Press down firmly to engage the implant securely. Complaint indicates the implant could not be removed from the mount. The part was functionally tested, and it was determined that the mount was able to be removed using a hand driver and finger loosening force. The complaint is unconfirmed following testing. A root cause for this complaint could not be determined.